Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a13 alarm or e13 alarm, reset anomaly due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have bumped into a wall, causing damage to battery compartment. Customer reported of receiving a program alarm anomaly and display screen went blank. Customer's blood glucose was 31 mg/dl. Customer was advised that insulin pump would need to be replaced.